Event description:
The reporter claimed that the patient's blood glucose was elevated to 472 mg/dl while she was having issues with the air bubbles in the animas insulin cartridge and tube of the infusion set. The patient tested positive for ketones and had symptoms described as "vomiting, grouchy, tired, and did not feel well." The patient tested at 361 mg/dl after the reporter administered correction bolus insulin via syringe. The reporter has called the healthcare provider 4 times and was waiting for a callback. The reporter was instructed to take the patient to the ER if his condition did not improve. During troubleshooting, the animas representative noted that there was no mechanical issue found with the subject pump during priming. The total daily dose, insulin to carbohydrate ratio, isf, targets, time and date, basal rate, prime volume are programmed as expected. There was no visible damage to the cartridge, luer lock connection, or infusion set. The insulin is used at room temperature for 30 days. The reporter stated that she replaced the cartridge 3 times. Initially, there was no air bubble in the cartridge or the tube; however, after 1-2 days of usage there was air bubbles found in the infusion set tube 1-2 inches long. The patient was instructed to prefill insulin cartridge and let it sit out for 2 hours. The patient will call back if the issue persists. This complaint is being reported because the patient allegedly had elevated blood glucose reading and symptoms suggestive of hyperglycemia while the patient had air bubble issues in the animas cartridge and infusion set tube.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2015 device evaluation: the pump has been returned and evaluated by product analysis on 02/27/2015 with the following findings: animas has conducted a review of the device history record for this pump and meter and confirmed that they were operating within required specifications at the time of release. On investigation, the alleged issue was not verified in the black box or duplicated in the evaluation. Review of black box data found the available date range did not cover the complaint date due to continued customer use. For the available date range, the total daily delivery added up correctly and reflected the user¿s programmed basal rates. With the returned battery cap, the pump powered up and functioned properly. A rewind/load/prime sequence and a 24-hour pump exercises were executed without incidences. The pump delivery accuracy was within specifications. Bolus exercises were completed and recorded correctly.